Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the implantable cardiac defibrillator and the right atrial lead exhibited inappropriate ams episodes and oversensing. It was noted that the right atrial lead exhibited chronic noise. No intervention was performed. No further information was available.